Event description:
On 12/11/2023, an FDA medwatch notification was received via email. A facility representative reported that during a procedure, right elbow open repair of lateral ulnar collateral ligament and right elbow ulnar collateral ligament reconstruction with palmaris longus autograft with internal brace, a small metallic fragment of anchor insertion device embedded into the ulna at the sublime tubercle. The foreign body was unable to be removed without causing patient harm or injury, therefore, it was intentionally retained. The procedure took place on (B)(6) 2023.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during insertion.